Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the r-wave value had decreased and the capture threshold and impedance measurements had increased. A lead issue was suspected. No intervention was performed and the patient was stable.

Event description:
Additional information was received. During a follow-up, there were episodes of noise and oversensing. The patient was not pacemaker dependent and no intervention has been performed. The patient was stable.